Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. This supplement serves as a correction. Reference to complaint #(B)(4).

Manufacturer narrative:
On (B)(6) 2024 flowrate issue was observed during preventive maintenance. Cause traced to maintenance as there are no maintenance activities performed in 2023 where it clearly indicates that the pump is missing its yearly maintenance.

Event description:
On (B)(6) 2024 during servicing activities of zyno medical, llc which includes preventive maintenance there is 30psi occlusion snesor issue observed where 30psi value at pre-rework is 320 and at post rework its value is 310. No patient involved as this is observed during preventive maintenance.